Event description:
The customer reported that he was not getting the insulin he is supposing to. The customer stated that if he would program in 15 units, he will only get like 5 units. The customer received the night before an alert of low reservoir, and the bolus was calling for more than 18 units, but he only had more than 6 units remaining in the reservoir. The customer stated that bolus was displayed with the entire amount delivered. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further information will follow once the analysis has been completed.

Manufacturer narrative:
The insulin pump unable prime during the prime test due to faulty force sensor. Unable to perform basic occlusion, occlusion and excessive no delivery test due to prime/fill anomaly. The insulin pump passed the displacement test. The insulin pump programmed with multiple bolus deliveries and all registered properly and matched daily total history noted. No bolus anomaly noted. The insulin pump's reservoir amount matched the status screen. The insulin pump has a cracked reservoir tube lip, scratched display window and missing end cap sticker noted.